Event description:
The customer reported the system locked up and would not reboot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the technique processor board. The system operates as intended.